Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 460 mg/dl at the time of incident and 343 mg/dl at the time of call. Troubleshooting was declined since they know the reason behind it is due to leaks on the site. Customer not using auto mode. The insulin pump will not be returned for analysis.